Event description:
It was reported that the pump miscalculated boluses. The customer experienced a low blood glucose (bg) level of 40 mg/dl. The customer required assistance to address bg and was given juice. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer input. The logs showed that customer requested a bolus and performed a pump override to confirm the bolus request. The customer acknowledged and continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.